Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the emergency room during insertion, the md was unable to thread the catheter over the guide wire due to severe resistance. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire inserted through a 3-lumen catheter, protruding from the distal end. The guide wire was removed from the catheter and two kinks were observed at 30 and 33 cm from the distal tip. The kinks coincided with kinks in the body of the returned catheter. The undamaged portion of the guide wire was able to pass through the distal lumen with minimal resistance encountered at the kinked areas of the catheter. The guide wire was found to be within dimensional specification and a review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.